Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a fusiform 6.7 cm diameter x 17.4 cm long taa. The proximal aortic neck was 38-40 mm in diameter and 25 mm long. The patient had a synthetic graft in the access vessel. The patient's allergy history is unknown and not available. The devices were deployed for the taa without issues. One day post index procedure the patient had a hemolytic reaction, as evident by test results showing an increase in blood cell lysis, and increase of ldh, and as per the color of the patient's urine. A blood transfusion was given to intervene. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (insufficient information provided; cause event is unknown). Evaluation, conclusion: (insufficient information provided; cause event is unknown).